Event description:
A patient contacted canada technical service (cts) to report that the tina single pump machine did not alarm during self test when a blood leak test failed. The baxter technician advised the patient to start over with the self test. The patient confirmed she cycled the machine off and on, completed disinfecting, and restarted the self test. The patient confirmed the device passed the self test. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This is a duplicate report. Please refer to manufacturer report 1423500-2010-04459.

Manufacturer narrative:
(B)(4). The device passed self test; further device evaluation/servicing was not required. Should additional information become available, a follow up MDR will be sent.